Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with pocket erosion. During procedure, it was discovered that the right ventricular lead exhibited externalized conductors. The entire system was explanted. Further information was requested but was not provided.